Manufacturer narrative:
(B)(4). The surgeon stated that after placing the vessel within the jaws of device, he was able to visualize the curved tip but no printed markings. A 4-5mm opening was dissected to insert the stapler. Bleeding occurred immediately after opening device after firing. The surgeon confirmed there were staples proximally. The analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge reload present. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing of the device all distal features that may have caused a tear or any damage to the tissue were visually inspected such as cartridge, anvil, channel and no anomalies were found. The reported events could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an open right hepatic transection procedure, on the first firing of the device with a vascular reload, it was clamped on the right hepatic vein, adjacent to the vena cava. No issue was noted with the firing and the rep reported that all audio and visual cues were in the norm for firing of the device based on his training and observation. As this was an open procedure, he was unable to visualize the body cavity. The device was opened and the surgeon noted dramatic bleeding coming out of the vena cava. The surgeon mentioned that there was "a tear or something." There was no indication that the transected vein was bleeding. At this point, emergency action was taken and the rep had to leave the room. It was unknown how much blood was lost. The patient did receive a blood transfusion, but it was unknown how many units of blood were given. The patient expired on the table. It was unknown how much time passed between when the device was used and when the patient expired.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: surgeon told reps that he does not know what happened, but an index finger sized hole was found in the vena cava. Surgeon said he does not think the tear in the vena cava was related to the device. No unusual sounds were noted during the firing. The device fired and returned as expected. Additional information requested but not available: how much dissection was performed around the vena cava? Could dissection have caused the tear? What other modalities were used as part of the dissection of hepatic vein and vena cava (harmonic, electrosurgery)? Were accessory veins divided? How far lateral to the vena cava was the device placed during transection? Will an autopsy be performed? If so, could the results be shared? Was the staple line inspected and were any abnormalities noted? Was the entire length of the jaw visible during the firing?